Event description:
Additional information received stated that the dislodged left ventricular lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a loss of capture was noted on the left ventricular lead due to a suspect lead dislodgement. The device was reprogrammed to resolve the event and the patient was stable with no consequences.